Manufacturer narrative:
A review of the manufacturing records for the sheath was not possible since the lot/serial number were unavailable. Patient medications: aspirin, multivitamin, amlodipine, metoprolol, vitamin d3, proair hfa, tramadol, ibandronate, and nystatin. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. It was reported that when retracting the dryseal flex sheath 24fr (lot/serial number is unknown), the right common femoral artery tore. The physician implanted an additional stent and used a surgical graft to repair the artery. The patient tolerated the procedure. Post procedure the patient presented with lower extremity paralysis. The physician did not intervene and the paralysis in ongoing.